Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section b5 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles and device has a leak related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit. There is an unknown dust contaminate present at the air inlet where the filter would be. Due to the additional complaint of the device is leaking air, pil observed ramp function from 4-20 cmh2o within the set time of 5 minutes, ramp function works as indicated as set on device. During a 2-hour time period of having the device set at CPAP having a pressure of 20cmh2o, device provided a steady pressure of 20 cmh2o. Pil could not confirm device leaking air. Interior investigation: pil notes there is unknown debris in the tracks of the ui panel. There is unknown grey colored residue on top enclosure and ui panel interior. There are mineral deposits present on the motor casing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. There is a keratin-like substance present on the blower box housing. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Pil confirmed no presence of degraded sound abatement foam using a fitt. Pil can confirm the presence of contamination in the airpath. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instance of errors on the device. Section h6 updated in this report.